Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's rhythm was exhibiting atrial flutter and the pulse generator exhibited undersensing. Programming changes were suggested but unknown if they performed. No additional information was available at this time.